Event description:
Customer reports via phone that during an undetermined urology procedure the system fluoro failed. Staff moved the patient to another room where procedure was completed without further incident. Customer did not provide patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) reported this unit was operational in fluoro mode when he arrived on site. Fse could not duplicate the customer reported problem. Fse checked all operational modes and able ok for use. Fse completed service checklist and returned unit to full service.